Event description:
At the time of this report, it is unknown when the issue was identified, how the procedure was completed and if the reported event had any impact on the patient. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found have a frayed grip cable at the distal end.